Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when customer inserted insulin into the cartridge, insulin leaked out of the cartridge tubing. Reportedly, this occurred with multiple cartridges. Blood glucose was 252 mg/dl. A new cartridge was successfully loaded to address the event.